Event description:
It was reported that during a surgery the pressure inside the patient increased which resulted in fluid spraying out of the incision. It was further confirmed by the customer that the issue is related to the tubing's and not the pump as the device worked without issues with different tubing sets. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.